Manufacturer narrative:
The pump was received with a critical error due to the electronic assembly. The motor assembly and battery tube was found with corrosion. The pump was received with minor scratches on the lcd window, case and keypad overlay, as well as a broken belt clip rail.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that insulin pump alarm critical pump error while swimming he was swimming in a pool. Customer's blood glucose was unknown mg/dl. The customer suspect that battery cap was not loaded properly because water was in battery compartment. The customer stated that device was not bumped or dropped and no error display before this alarm return/replace pump. The customer was advised to revert to a back up plan. The customer understood and replaced pump.